Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 664657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. Concurrent conditions included ovarian cyst and uterine fibroids. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), skin disorder ("rash/skin condition") and rash ("rash/skin condition"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the allergy to metals, psychological trauma, fatigue, alopecia, skin disorder and rash outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, fatigue, menorrhagia, pelvic pain, psychological trauma, rash and skin disorder to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2011 received treatment for: pelvic/abdominal, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted, specify: results of confirm. Test: bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media records: menorrhagia. Lot number: 664657 manufacturing date: 2009-08 expiration date:2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 664657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. Concurrent conditions included ovarian cyst and uterine fibroids. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), skin disorder ("rash/skin condition") and rash ("rash/skin condition"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the allergy to metals, psychological trauma, fatigue, alopecia, skin disorder and rash outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, fatigue, menorrhagia, pelvic pain, psychological trauma, rash and skin disorder to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2011. Received treatment for: pelvic/abdominal, menorrhagia (heavy menstrual bleeding), diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted, specify: results of confirm. Test: bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media records: menorrhagia. Lot number:664657; manufacturing date:2009-08; expiration date:2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), skin disorder ("rash/skin condition") and rash ("rash/skin condition"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the allergy to metals, psychological trauma, fatigue, alopecia, skin disorder and rash outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, fatigue, menorrhagia, pelvic pain, psychological trauma, rash and skin disorder to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2011. Received treatment for: pelvic/abdominal, menorrhagia (heavy menstrual bleeding), diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) conducted, specify: results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Event injury was updated and new events: pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding ,allergy: rash/skin condition: nickel allergy, psych injury, other injuries/symptoms: fatigue, hair loss were added. New reporter, plaintiffs information and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.